Manufacturer narrative:
Pr 13764773 follow up for device evaluation. It was reported the needle became detached from the luer lock and safety. To aid in the investigation, one sample with an opened packaging blister and one photograph was received for evaluation by our quality team. Visual examination of the returned device found the needle absent from the hub. Approximately 300 degrees of the hub orifice circumference was covered with epoxy. The photograph corroborated the condition observed on the sample. No additional defects or imperfections were noted. This condition could occur in the event of a jam at the cannulator. A device history record review was completed for material number 306616, lot 5045756. The review confirmed that all required visual inspections were performed per specification, with no quality notifications related to the reported condition. The lot was inspected and accepted in accordance with the inspection control plan and released for shipment. Device histories for the needle component lots used to manufacture this batch were also reviewed, no documentation of this defect type was identified during the production runs of those lots. To date, no other similar events have been reported for this lot. Based on the investigation, including analysis of the returned sample and the photograph, the customer reported symptom is confirmed.

Event description:
It was reported that the bd needle sftygld 25x1 rb mck pulled out of the hub. The following information was provided by the initial reporter: material # 306616 batch # 5045756. Rcc received a complaint via email. After administering the injection into the deltoid of a patient, the medical assistant attempted to remove the needle from the arm to put it into sharps. The needle became detached from the luer lock and safety, leaving the needle in the patients arm and the prefilled syringe and luer lock portion of the syringe intact. She was able to remove the needle from the patient. The patient did not experience any adverse events.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.